Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a clip became stuck inside the biopsy channel in olympus gastrointestinal videoscope device. There were no reports of patient harm.